Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, the bloodlines are leaking where the lines connect to the arterial connector. They are not closing properly, causing blood to leak and air bubbles in the line. No patient injuries were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of two hundred and thirty-nine samples were submitted to the manufacturer for evaluation. A subset of samples was visually evaluated, and no defects were observed. Additionally, a subset of samples was subsequently subjected to luer taper testing; one sample did not meet the test requirements for the arterial line, and two samples did not meet the test requirements for the venous lines. Furthermore, the samples underwent leak testing, and four did not meet the test requirements: one at the blue patient connector, one at both patient connectors, and two at the red patient connector. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.